Event description:
It was reported that the pump fell and the touch screen became shattered and unresponsive. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.